Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that multiple infusion sets did not adhere during insertion, and one infusion set initially adhered but later detached during use. The patient subsequently inserted a new infusion set successfully and resumed therapy. The infusion set was described as loose and leaking. The event occurred during use, and no patient injury was reported.